Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hiatal hernia repair procedure and a suturing device was used. After the first firing, while trying to tie the suture, it broke away from the reload. The procedure was completed with a competitor¿s device. There were no patient consequences reported. No additional information was provided.